Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the cause of the reported issue was due to a poor connection of pin 1 within the connector assembly.

Event description:
The customer reported that during a patient event, the device would not recognize the connection of the patient through the defibrillation therapy electrodes and could not deliver a defibrillation shock. The customer did not provide any additional details of the patient event and there was no adverse outcome reported.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.